Manufacturer narrative:
Investigation results: evaluation the pcb failed test due to damage internally to board. The housing has damage to outer shell, battery cover, interior post are broke. Corrective action you will need to replace the pcb and housing. (B)(6) 1 ea. (B)(6) 1 ea. Bridgette called on (B)(6) 2023 to approve the repair. Failure mode: incorrect measurement. Root cause: defective component/part - pcb defective. Root cause: damaged housing - damaged box (scratched or broken) : outer shell + battery cover + interior post broken. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. No injury occurred.